Manufacturer narrative:
H11: the device was evaluated onsite by a qualified technician. Upon visual inspection, the clips on the sling bar were observed missing and the sling came off causing patient to fall. The cause of the condition could not be determined; however, the likely cause was that the sling had been incorrectly applied to sling bar (on the latches), the patient has then been lifted and the sling loosened from the sling bar, causing the patient to fall. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell during a transfer with a viking m lift which resulted in a fracture. The customer stated the lift¿s sling bar was missing the latches, and the sling came off causing the patient to fall. The fracture was not further described. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.